Event description:
It was reported that an ilet user experienced persistent dexcom g6 cgm pairing failure, with the ilet dexcom menu displaying ¿searching for transmitter¿ despite reentering the transmitter and sensor codes, restarting the ilet, and attempting multiple pairing sequences; the transmitter was later determined to be expired, and the user was directed to contact dexcom for replacement. Symptoms included no reported hypoglycemia or hyperglycemia and no adverse clinical effects. Outcomes included suspension of automated insulin dosing due to lack of cgm data and instruction to revert to a backup plan. Investigation included review of device setup steps and user guidance, verification of sensor and transmitter identifiers, and external coordination with dexcom. Investigation of this case revealed a nonfunctional or expired transmitter that prevented successful cgm pairing with the ilet. It was concluded that the cgm transmitter failure led to loss of cgm data and consequent suspension of automated insulin delivery, with user mitigation through a backup insulin plan.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.